Manufacturer narrative:
H2) continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000861r, serial/lot #: (B)(6) rev. 5 h2) the following product ID was returned unused and is no longer relevant to this product event: product ID: bi71000175r medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3, h6) the product ID: bi71000861r, lot number: 2032522005 rev. 5 was returned to the manufacturer for analysis. It was verified that both fuses in the power tray tested good. However, it failed bench test. There was no 48 volts direct current (vdc) output from the power tray to the charger enclosure. The power tray assembly was faulty. Previously reported codes, b01, c02, and d02, are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000861r. Product ID: bi71000163r. Product ID: bi71000162r. Product ID: bi71000175r. Multiple annex a codes were coded for this event. A0719 was coded for the image acquisition system (ias) repeatedly powering down. A090501 was coded for the system not exposing. A1102 was coded for the critically low battery message. Multiple annex g codes were coded for this event. G02002 was coded for products kit svc o2 bi71000163 tray asy 4 batter and kit svc o2 bi71000162r batt tray 2pk rfb. G02003 was coded for the kit svc o2 bi71000175r encl chrgr rfb. G02027 was coded for the kit svc o2 bi71000861 tray o2 ias power. The system was serviced in the field and the faulty power tray was replaced. The line power indicator now illuminated but the batteries were completely dead. Forced the chargers on and they all activated like expected. Replaced all ias generator batteries. System then operated as intended. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an imaging system being used in an unknown procedure. It was reported that the system would not expose. The critically low battery message was displayed, and the image acquisition system (ias) repeatedly powered down. There was no impact on patient outcome. Delay in surgery was not provided.